Event description:
The patient recently underwent a repeat posterior fossa surgery for recurrent meningioma. The patient had very little dura in the posterior fossa as the result of multiple tumor resections, and was at high risk for a cerebrospinal fluid (csf) leak. Postoperatively, she developed incisional leakage of csf, as well as a pseudomeningocele. Given this, she was deemed a candidate for a trial of a lumbar drainage to divert csf and promote wound healing. Using fluoroscopic guidance, the 14-guage tuohy needle was inserted into the l3/l4 interspace. The medtronic lumbar drain catheter was threaded through the needle into the thecal sac. Good csf backflow was obtained. A test injection with a small amount of optiray-300 contrast demonstrated that the tip was at the t11/t12 level. The tuohy needle was then carefully removed. It was then discovered that the catheter had broken and a portion of the catheter remained inside the patient estimated between 5-10 cm in length. A CT scan confirmed that a fragment of the drain remained in the patient. Given the fact that the patient required csf diversion, as well as the fact that the retained fragment would probably lead to persistent spinal headache, the patient was deemed a candidate for retrieval of the retained fragment and placement of a new catheter.